Event description:
Additional information received that the status of the patient remained the same and the hospital stay of the patient was not prolonged. The patient and healthcare provided did not have contact with the product and the chemo spill was cleaned up per facility protocol using a spill kit. The treatment was resumed with no incident and the therapy was completed.

Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The device history review (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Additional information can be found in sections b5 and d10.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a spinning spiros closed male luer, purple cap, that during pump administration of the first syringe of epirubicin, a leak was found at the spiros connector and some of the cytotoxic fluid spilled onto the floor. The patient was hospitalized for her third treatment of chemotherapy using an implantable chamber. There was exposure of the personnel for the decontamination of surfaces and the entire dose of epirubicin was not administered. There was no report of harm.